Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device reportedly became gradually worse. This change in hearing was reported in (B)(6) 2017. No trauma was reported. The patient was successfully re-implanted on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, further damages to the active electrode under the silicone overmold likely caused by minute device mobility were present. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device reportedly became gradually worse. This change in hearing was reported in (B)(6) 2017. No trauma was reported. The recipient was re-implanted.